Manufacturer narrative:
This case was reported via regulatory authority (reference number: mw5067989) on 07-mar-2017. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ("pain ever since devices implanted / severe pelvic pain") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria hospitalization, medically significant and intervention required), general physical health deterioration ("health has deteriorated"), arthralgia ("chronic joint pain throughout her body"), abdominal pain ("severe abdominal pain (burning, stabbing)"), alopecia ("hair loss"), mental impairment ("neurological deficiences such as brain fog"), disturbance in attention ("inability to concentrate"), amnesia ("memory loss"), tremor ("tremors in her head and legs"), fatigue ("severe fatigue"), abdominal distension ("abdominal bloating"), gastrointestinal inflammation ("abdominal inflammation"), hypovitaminosis ("unexplained vitamin and hormonal deficiencies"), hormone level abnormal ("unexplained vitamin and hormonal deficiencies"), anaemia ("anemia"), sexual dysfunction ("inability to have sex"), ovulation pain ("extremely painful ovulation"), dysmenorrhoea ("painful menstrual cycles"), ocular hyperaemia ("chronic bloodshot eyes") and headache ("stabbing headaches"). The patient was treated with cholecalciferol (vitamin d), iron and surgery (hysterectomy with bilateral salpingectomy to remove them). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, general physical health deterioration, arthralgia, abdominal pain, alopecia, mental impairment, disturbance in attention, amnesia, tremor, fatigue, abdominal distension, gastrointestinal inflammation, hypovitaminosis, hormone level abnormal, anaemia, sexual dysfunction, ovulation pain, dysmenorrhoea, ocular hyperaemia and headache outcome was unknown. The reporter considered abdominal distension, abdominal pain, alopecia, amnesia, anaemia, arthralgia, disturbance in attention, dysmenorrhoea, fatigue, gastrointestinal inflammation, general physical health deterioration, headache, hormone level abnormal, hypovitaminosis, mental impairment, ocular hyperaemia, ovulation pain, pelvic pain, sexual dysfunction and tremor to be related to essure. The reporter commented: event outcome was reported as hospitalization, disability/permanent damage, required intervention, other serious (important medical event). Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. The reported medical events are not necessarily indicative of a quality defect. As no batch number was reported a technical batch investigation and a review of similar ae case reports is not possible. No complaint sample was provided for further investigation therefore the complaint could not be evaluated in greater detail. The technical assessment concluded a quality was not confirmed but considered plausible. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. Most recent follow-up information incorporated above includes: on 17-apr-2017: quality-safety evaluation of ptc. Company causality comment: this spontaneous case report refers to a consumer who had essure inserted and experienced pain ever since devices implanted / severe pelvic pain. She underwent a hysterectomy with bilateral salpingectomy to remove the device, approximately five and a half years after essure insertion. Pelvic pain is anticipated in essure's reference safety information. After essure insertion, pelvic pain may occur. Considering this event started in close association with essure insertion and the lack of alternative explanations, a causal relationship between the event and the suspect insert cannot be excluded. This case was regarded as incident, due to the required intervention. In addition, non-serious events were reported. The product technical analysis concluded, as a product quality defect could not be confirmed but is considered plausible, a relationship with the reported medical events cannot be totally excluded. Further information cannot be obtained as patient contact information is not available.

Event description:
This case was reported via regulatory authority (reference number: mw5067989) on 07-mar-2017 and was forwarded to bayer on 07-mar-2017. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ("pain ever since devices implanted / severe pelvic pain") in a female patient who received essure for birth control. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient started essure. On an unknown date, the patient experienced pelvic pain (seriousness criteria hospitalization, medically significant and clinically significant/intervention required), general physical health deterioration ("health has deteriorated"), arthralgia ("chronic joint pain throughout her body"), abdominal pain ("severe abdominal pain (burning, stabbing)"), alopecia ("hair loss"), cerebral disorder ("neurological deficiences such as brain fog"), disturbance in attention ("inability to concentrate"), amnesia ("memory loss"), tremor ("tremors in her head and legs"), fatigue ("severe fatigue"), abdominal distension ("abdominal bloating"), inflammation ("abdominal inflammation"), hypovitaminosis ("unexplained vitamin and hormonal deficiencies"), hormone level abnormal ("unexplained vitamin and hormonal deficiencies"), anaemia ("anemia"), sexual dysfunction ("inability to have sex"), ovulation pain ("extremely painful ovulation"), dysmenorrhoea ("painful menstrual cycles"), ocular hyperaemia ("chronic bloodshot eyes") and headache ("stabbing headaches"). The patient was treated with cholecalciferol (vitamin d), iron and surgery (bilateral salpingectomy to remove them). Essure was withdrawn. At the time of the report, the pelvic pain, general physical health deterioration, arthralgia, abdominal pain, alopecia, cerebral disorder, disturbance in attention, amnesia, tremor, fatigue, abdominal distension, inflammation, hypovitaminosis, hormone level abnormal, anaemia, sexual dysfunction, ovulation pain, dysmenorrhoea, ocular hyperaemia and headache outcome was unknown. The reporter considered pelvic pain, general physical health deterioration, arthralgia, abdominal pain, alopecia, cerebral disorder, disturbance in attention, amnesia, tremor, fatigue, abdominal distension, inflammation, hypovitaminosis, hormone level abnormal, anaemia, sexual dysfunction, ovulation pain, dysmenorrhoea, ocular hyperaemia and headache to be related to essure. The reporter commented: event outcome was reported as hospitalization, disability/permanent damage, required intervention, other serious (important medical event). Company causality comment: this spontaneous case report refers to a consumer who had essure inserted and experienced pain ever since devices implanted / severe pelvic pain. She underwent a hysterectomy with bilateral salpingectomy to remove the device, approximately five and a half years after essure insertion. Pelvic pain is anticipated in essure's reference safety information. After essure insertion, pelvic pain may occur. Considering this event started in close association with essure insertion and the lack of alternative explanations, a causal relationship between the event and the suspect insert cannot be excluded. This case was regarded as incident, due to the required intervention. In addition, non-serious events were reported. A product technical analysis is expected. Further information cannot be obtained as patient contact information is not available.